Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ observed broken striated on posterior side assessed as surgical damage. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a capsular contracture baker grade iii against the left side. The device has been explanted and replaced.

Event description:
Healthcare professional reported a capsular contracture baker grade iii against the left side. The device has been explanted and replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "baker encapsulation grade 3."

Event description:
Healthcare professional reported a capsular contracture baker grade iii against the left side. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4, h4.